Event description:
The customer reported the ventilator failed pre-operational extended self testing (est). The manufacturers field service engineer reported est failed due to a leak at the inspiratory non-rebreathing check valve. During evaluation, the fse observed the check valve body was apart from the outer ring, which may result in blocked airflow through the gas path of the assembly. The fse replaced the check valve to address the finding. Applicable final testing was completed and passed to operating specifications.

Manufacturer narrative:
Check valve.